Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 95," "pacer disabled," and "defib disabled" messages.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and d2. The device was returned to zoll medical corporation. During the investigation it was noted that the activity log was reviewed and observed defib fault 72 and 95, along with defib disabled, pacer disabled, multiple times in the log. The device check logs indicated that the device failed self-test for defib and pace. These entries may be an indication of a pd engine malfunction. However, bench handling, impedance, defibrillation cycling, and the environmental chamber testing could not replicate any errors. As a precaution the pd engine was replaced to reduce the probability of re-occurrence. The board is scrapped after testing. The investigation is closed as observed in device data. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 95," and "pace defib device failure" messages. Complainant indicated that there was no patient involvement in the reported malfunction.